Event description:
The device is contacted to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a colonoscopy procedure a significant amount of sterile water leaked from the device and sprayed onto the doctor's lab coat. This leakage occurred at the one way valve on the tubing. The customer removed the tubing and replaced it with another without any further issues. There was no reported harm to pt or user.

Manufacturer narrative:
Based on the info provided, there was no injury to either pt or user complying with (B)(4) and (B)(4) technical guidelines requires the facility to provide, and wear, appropriate protective equipment would also mitigate any potential for harm. Review of the implant trending data for the device shows no reports of similar incidents with the same lot number.